Event description:
One pt sample with discrepant glucose results. Initial result gave 128 mg/dl. Sample repeated next day gave 89 mg/dl. No erroneous results were reported. User replaced reagent with reagent from a different shipment and experienced no further issues. Customer declined service visit from field service rep.